Manufacturer narrative:
System servicing was postponed by the site due to covid-19 pandemic until further notice. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that while setting up for calibration, the system was not booting up. The error message "initializing collimator" was observed. A complete reboot was performed without resolution. There was no patient involvement. No further actions were taken at this time due to the covid-19 pandemic.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported the issue could not be duplicated. The system booted up as intended and 10 power cycles were performed with no issues. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.